Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The device was received in two pieces. Visual inspection noted the connector and fiber body were separated. Under magnification, the proximal end of the fiber body appeared to be fractured. It is likely the fiber was damaged due to rough handling of the device during set-up, which is warned against in the IFU. Therefore, an evaluation conclusion code of unintended use error caused or contributed to event was assigned.

Event description:
It was reported that during a procedure the fiber detached from the white adapter when the surgeon fired the laser. The procedure was completed with a second fiber and no clinical consequences to the patient.

Event description:
It was reported that during a procedure the fiber detached from the white adapter when the surgeon fired the laser. The procedure was completed with a second fiber and no clinical consequences to the patient.